Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge fill resistance issue occurred. The customer loaded a new cartridge using a new syringe and needle to resolve the issue. Customer's blood glucose was 160-161 mg/dl.